Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after inserting the lumbar catheter, cerebrospinal fluid could not be aspirated. Occlusion was suspected, and the catheter was replaced with another one. It was noted that the procedure was delayed around 10 minutes. The patient's status at the time of the report was alive-no injury.